Manufacturer narrative:
Additional information was received that the patient was doing well after the explant procedure. Intravenous vancomycin and oral antibiotics were given. It was not clear if the infection was device or procedure related. The reported dizziness was not device related. The patient was brought back to the operating room because the infection recurred and the thoracic wound incision was infected. The patient's symptoms for infection were redness and drainage. The surgeon cleaned out the wound and repacked it out. Currently, the patient is doing well and is still healing from the infection.

Event description:
A report was received that the patient was experiencing dizziness whether the stimulation was on or off and pain at the lead site. The patient's ipg and lead site were also determined to be infected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing dizziness whether the stimulation was on or off and pain at the lead site. The patient's ipg and lead site were also determined to be infected. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing dizziness whether the stimulation was on or off and pain at the lead site. The patient's ipg and lead site were also determined to be infected. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's infection was resolved.